Event description:
It was reported that during an unknown procedure, there was an issue with malformed staples on a reload. The anastomosis had to be hand stitched to complete the case.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.